Event description:
A healthcare worker experienced difficulty breathing, burning in her nose and chest, a headache, and smelled a chemical odor while working 10-12 hours per shift in a room where cidex opa is used during manual disinfection processes. The room is not well ventilated and the number of air exchanges per hour is unk. The worker was seen in the emergency room after work for evaluation. It was not reported if medical treatments were provided. The facility is currently in the process of having the air exchanges measured and are installing hoods above the disinfection area for better ventilation.